Manufacturer narrative:
Date of event: the aware date was used for the event date.

Event description:
It was reported that the patient experienced a cerebral vascular accident. On an unspecified date, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. In (B)(6) 2020, the patient presented to the hospital with a stroke and the doctor performed transesophageal echocardiography (tee).